Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The jaws of the reload were closed. The instrument was received attached to the listed instrument. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. The lock ring could not return to its home position. Functionally, the instrument firing knobs were forcefully retracted and the reload was unloaded from the instrument. The reload was disassembled to inspect the internal components. This evidence is indicative of a firing in over indicated tissue thickness. During an over indicated firing the knife laminate(s) can become bent due to stress from the excessive load between the jaws. Upon retraction the bent laminate will scrape along the inside of the channel adapter leaving behind score marks. The user may find this retraction to be difficult or impossible. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary. Additionally, the investigation detected a secondary condition of bent knife bar laminates that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue wit hin the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a wedge segmental resection, after the fourth firing on the lung parenchyma, the device was fired and released off of the tissue. However, after the device was pulled out from the port, the jaws would not open. The surgeon stopped using device. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.